Event description:
The patient's wife reported that the patient fell and "messed it up, moved to the other side", and "second time, diaphragm, bumping". The patient's wife also reported that patient fell a second time and "wires all jumbled up, gathered together, not working". Follow-up indicated that the patient was a twiddler patient with dementia/alzheimer's, and that the device and leads were "twisted" and "misplaced", including dislodgement of the left ventricular lead, and that the patient and his wife decided not to undergo surgery at this time to reposition the lead. The device was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.